Event description:
It was reported patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken to explant the entire system at an unknown time.

Manufacturer narrative:
Date of explant is estimated.